Event description:
Information was received regarding a cadd legacy plus pump. It was reported the device gave an error 1870. The batteries were replaced and the alarm returned. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.